Event description:
It was reported that patient received inappropriate therapy for what looked like a svt. The rhythm appeared to be as-vs one to one and device exhausted all therapies before returning to sinus. Physician reprogrammed the device and adjusted patient medication. The device was later explanted electively and returned for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.